Manufacturer narrative:
(B)(4) date sent: 6/24/2016 batch # unk additional information requested and received: what was the surgical procedure? Sleeve what color cartridges were used and what order of firing? Ecr gold ¿ gold ¿ (gold) ¿ blue ¿ blue. Was buttressing material used? No. Was there any issue with staple formation is initial procedure? No. How was the bleeding identified and how long after initial procedure? 12h after surgery. How was the bleeding addressed? Surgery to find the bleeding (re-operation). What is the current patient status? Everything is ok.

Event description:
It was reported that after an unknown procedure, there was post-op bleeding. Used device ple60a with ecr for case.